Manufacturer narrative:
The device has been requested to be returned for product evaluation, however, it has not arrived. Once it arrives and the evaluation completed a supplemental report will be submitted with the findings. The device history record review is pending. Once the results are available they will be submitted in a supplemental report. Additional 510k number, k171996.

Event description:
It was reported that during use with a truwave pressure monitoring set that the transducer connector was noted to be loose and stripped with an unsealed or loose connection to the lumbar drain. Per the customer, this created inaccurate values. The information was provided through a voluntary medwatch. There was no patient injury reported.

Manufacturer narrative:
No product was returned for evaluation. Without the return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known is some procedural factors may have contributed to the event. An engineering evaluation was completed to assess for any manufacturing related processes which could be correlated to the complaint. No root cause could be identified since no product sample nor objective evidence was provided for investigation. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review.